Manufacturer narrative:
A distributor performed a checkout of the equipment and confirmed the reported complaint. The n2o flow head module was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was able to delivery a hypoxic mix of gasses discovered during preuse checkout. There was no report of patient involvement.